Manufacturer narrative:
The manufacturer previously reported the device's sensor board was replaced to address a "service required" code. The sensor board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the sensor board failure was found to be due to a failure of the monitor pressure (dp2) component of the board.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.